Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that, during a setup, the touchscreen was unresponsive. Damage was noted on the surface of the touchscreen. The customer requested bench service to replace the touchscreen. This investigation is ongoing.